Event description:
It was reported that during service conducted at the manufacturer a broken bur was found to be stuck inside the collet of the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.